Event description:
It was reported that a transmitter battery issue occurred. According to the patient, on (B)(6) 2026, the patient contacted tandem about a transmitter issue which the patient believed was resolved. However, at an unspecified time later, the patient¿s tandem insulin pump was displaying a ¿transmitter error¿ message and the patient was not receiving any cgm values on her tandem insulin pump or dexcom receiver. A few hours later, the patient began feeling dizzy, she was unable to respond to her husband¿s questions, she felt like she was ¿dying¿, and then lost consciousness and "slipped into a coma". The patient¿s husband called ems. Once ems arrived, the patient¿s blood glucose (bg) meter reading was 36 mg/dl and she was transferred to the emergency room. The patient stated she could not recall any other event details (including treatment details) due to exhaustion and feeling unwell, other than her insulin and bg levels being monitored. It was not specified when during this event the patient regained consciousness. The patient was discharged on (B)(6)2026. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.